Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure of the circuit board and connector caused by corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 scope communication error with a blackout no image issue. There was no patient involvement.